Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the fill tubing process was completed, the pump continued to instruct the customer to complete the process. Tandem technical support instructed customer to go through fill tubing and stop after 10.2 units. Customer declined and changed the cartridge. The fill tubing notification remained on the screen. Reportedly, customer then tapped the fill tubing notification and was able to resume insulin delivery. There was no impact to customer's blood glucose level.